Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "retest zone: samples with an initial value greater than or equal to 8 miu/ml and less than 12.0 miu/ml will be flagged for retest. These samples should be retested in duplicate. After retesting, if at least two (2) results are greater than or equal to 10.0 miu/ml, then the sample is considered to be (B)(6). If at least two (2) results are less than 10.0 miu/ml, then the sample is considered to be (B)(6)." The IFU states in the limitations section: "assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers." MDR 1219913-2018-00206 was filed for the same event.

Event description:
A (B)(6) advia centaur xp (B)(6) ((B)(6)) result was obtained for a patient sample during physical examination. The result was in the retest zone. The patient sample was repeated and the results were (B)(6). The patient sample was tested on two alternate methods for confirmation and the results were (B)(6). The (B)(6) results were accepted by the physician. The negative results were in agreement with clinical picture of this patient. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
09/14/2018 additional information: this is a case of one patient sample resulted within the retest zone with advia centaur xp anti-hbs2 reagent lot 119088. The customer obtained borderline reactive results (11.42, 10.02, 10.15 miu/ml) upon duplicate testing, however a nonreactive result was obtained with the alternate methods using the same sample. Patient was reactive with hbct biomarker indicating immunity for hbv infection. A nonreactive result was reported to the physician. At this time history of hbv infection is not known for the affected patient sample. The customer is not able to provide the affected patient sample due to china customs issues; therefore no further investigation is possible. Based on the information available, siemens is not able to determine the root cause of the borderline reactive results. Siemens cannot rule out any nonspecific interference with the affected patient sample causing the low reactive results. In-house data was reviewed for anti-hbs2 reagent lot 119088 and all medical decision pools, quality control panel members and negative patients resulted as expected with lot 119088. The cause for the discordant anti-hbs2 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00206 supplemental report 1 was filed for the same event.